Event description:
It was reported that user advisory 16 was indicated. Load plate cover was torn and battery lock latch was missing. No adverse event reported.

Manufacturer narrative:
Complaint of user advisory 16 (time out moving to take-up position) was verified; drivetrain motor was replaced. This platform is over 4 years old; therefore, the most likely cause for this event is normal wear and tear. Normal wear and tear is also the most likely cause for the torn load cell cover and the missing battery latch.